Event description:
Caller reported a damaged tandem charging cable, rendering the charging supplies non-functional. There was no reported impact to the customer's blood glucose level. A new charging cable was sent to the customer.